Manufacturer narrative:
(B)(4).

Event description:
Wife has applied the paste approx 3-4 times to her husbands stoma and on saturday had a severe reaction-anaphylactic shock and was rushed to the hospital. She experienced increase pulse and b/p, swelling of the tongue, tingling of the face, decrease in muscle strength of all extremities. Reaction peaked 2 hours after appliance change. She has multiple chemical sensitivities such as a severe reaction to tartrazine. She has multiple medical conditions. She takes b/p meds. They are looking to find out if this product contains tartrazine as if not she has now developed another allergy. The formulation for the paste does not contain tartrazine. From a clinical perspective, a causal relationship between the stomahesive paste and this severe event is deemed possibly related. It is unk what other medications or products were in use at the time of the event, or if she had any prior experience using this paste. It was reported that she is now back at home. Treatments given are not available, but she is reportedly "doing fine". Although attempted, no additional info has been provided.